Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was non-physiologic noise with high frequency content consistent with either electromagnetic interference or a break in the conductor/connector contact. Additional information has been requested and not yet received. The device and lead remain in use. No patient complications have been reported as a result of this event.